Manufacturer narrative:
Result : brake plate kit.

Event description:
It was reported by the customer that while attempting to transfer a patient from bed to chair, the brakes were allegedly locked, but the bed continued to roll.